Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the processor no longer work because some moisture has entered the processor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to traces of liquid in the main socket. In addition, it was recommended that the front socket must be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center, there was no image. Moisture had entered the processor and it no longer worked. The issue occurred during preparation for use. The intended procedure was completed with a similar device and there was no delay reported. There was no patient harm associated with the event.